Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that post operative telemetry showed >2500 ohms ventricular impedance. When the pocket was opened, the ventricualr lead tested normal. After connecting the lead to the pulse generator, the impedance was again >2500 ohms. Therefore, a new pulse generator was placed.